Event description:
It was reported that the customer went to the emergency room (ER) for low blood glucose (bg). However, the exact value was not provided. The cause was unknown. Customer was treated with intravenous glucose and after treatment, bg was 45 mg/dl. Customer left ER 3 hours later, stable, and with bg 130 mg/dl.